Event description:
The locking nail allegedly broke into three pieces while the pt was walking on crutches. The broken nail was revised. No adverse consequences to the pt or surgical delays were reported.

Manufacturer narrative:
Summary evaluation: the evaluation could not be performed. The device was not returned to howmedica.